Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that before use, when the xience alpine 3.0 x 38 mm stent delivery system was unpackaged and after removing the protective sheath, the stent was observed to be stretched and had dislodged from the balloon. A new drug-eluting stent was used to successfully complete the procedure. There was no resistance during removal from the dispenser coil or protective sheath. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.